Manufacturer narrative:
This is a reportable malfunction because the inability to deliver a prescribed medication due to this malfunction may lead to a deterioration of a pt's condition. No pt injury was reported in this case. The investigation performed by quality department, based on the examination of returned samples indicated that product meets the spec requirements. Batch records review revealed that product was manufactured according to spec and a 12-month complaint file review revealed this to be the first complaint of this nature. Complaint rate / sale over the same period are approx 0.2/500k or pol and the severity for product performance compromised is ranked as remote or s3. No further actions are recommended. Complaint will be logged for trending. Reported to the FDA on (B)(4)2013.

Event description:
Product is not delivering aerosol medicine.